Event description:
During the procedure, a foreign object was noted in the sample collection chamber. Upon inspection, it was noted that the object was identified as the distal portion of the device. Upon investigation of the probe, it appeared that the distal end of the device was "ramping" up out of the aperture causing unexplained shearing of the distal end. There was no consequence to the pt.